Manufacturer narrative:
An event of damaged sheath tip during procedure after contacting the guidewire was reported. There were no patient consequences reported or no clinically significant delay. The investigation at abbott found that the tip of dilator was damaged torn. The device was sent to science & technology lab (s&t) for further analysis and it was found that damage observed on the dilator tip was from a cut or tear. The damage on the tip is consistent with firstly, a cut across the tip, and followed by, a transverse force applied causing plastic deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Abbott is performing further investigation to monitor this issue.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 14f amplatzer torqvue delivery system (lot: 8066224) was chosen to implant a left atrial appendage (laa) occluder. During the procedure, after contacting the guidewire, the tip of sheath became damaged. A replacement 14f amplatzer torqvue (lot: 8066224) was used to complete the procedure. There were no patient consequences or clinically significant delay. The patient was reported to be stable.